Event description:
It was reported that the arctic sun device was getting an alerts 02 . The user disconnected the pads and verified the circulation pump command, inlet pressure were within specifications. The user started to connect the pads 1 at a time and wanted to get off the phone and continued the pad connection. It was clear that it was an air leak somewhere in the pads or in the connection and not related to a defective pump. As per follow up 1 received via ibc on (B)(6) 2021, switched pads to resolve issue. Discontinued therapy to prone patient. Pads were disposed.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "user cuts or punctures pads or pad lines". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting an alerts 02. The user disconnected the pads and verified the circulation pump command, inlet pressure were within specifications. The user started to connect the pads 1 at a time and wanted to get off the phone and continued the pad connection. It was clear that it was an air leak somewhere in the pads or in the connection and not related to a defective pump. As per follow up 1 received via ibc on 21apr2021, switched pads to resolve issue. Discontinued therapy to prone patient. Pads were disposed.